Manufacturer narrative:
(B)(4)additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to re. . Plicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing, the device would not apply firmly or couldn't be applied on the cystic duct tissue at all. Some of them were disposed in the stomach area and collected by the surgeon. The firing button was not blocked. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Did the clip form as intended? No. If no, what was the shape of the clip? Scissored. Did the device hold on the cystic duct? Yes. Did the clips drop/eject from the jaws? Yes. Did the device feed clips into the jaws? Yes. Which firing of the device did this event occur on? Not specified. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Plain cholecystectomy. What was found? Nothing in particular. Does the patient have any relevant history of surgical treatments? Unknown. If so, what? Did somebody other than the primary surgeon fire the instrument? No.